Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(6) of this action on (B)(6) 2016 (recall report number: 3010157426-08/25/16-003-c). We also began notifying customers of this activity with a letter dated (B)(6) 2016. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an "offline" message in the patient zones for three telemetry beds, and then returned after several minutes. No injury was reported as a result of this event.